Event description:
It was reported that this patient's right atrial (ra) lead showed high pacing impedance spikes that caused a lead safety switch, a lead feature that changes polarity. One of the spikes was out-of-range (oor) of over 3000 ohms. Technical services reviewed the case and indicated this was likely a result of spring contact issues and discussed programming this ra lead to unipolar pacing and bipolar sensing. In addition, it was noticed a high battery consumption on this patient's implantable pulse generator (pacemaker) and device replacement was recommended. Additional information was received indicating that this ra lead was reprogrammed to unipolar pace with bipolar sense, and that the patient was scheduled for a generator change for the accelerated battery depletion. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The analysis determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's right atrial (ra) lead showed high pacing impedance spikes that caused a lead safety switch, a lead feature that changes polarity. One of the spikes was out-of-range (oor) of over 3000 ohms. Technical services reviewed the case and indicated this was likely a result of spring contact issues and discussed programming the ra lead to unipolar pacing and bipolar sensing. In addition, it was noticed a high battery consumption on this patient's implantable pulse generator (pacemaker) and device replacement was recommended. Additional information was received indicating that the ra lead was reprogrammed to unipolar pace with bipolar sense, and that the patient was scheduled for a generator change for the accelerated battery depletion. Eventually, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's right atrial (ra) lead showed high pacing impedance spikes that caused a lead safety switch, a lead feature that changes polarity. One of the spikes was out-of-range (oor) of over 3000 ohms. Technical services reviewed the case and indicated this was likely a result of spring contact issues and discussed programming the ra lead to unipolar pacing and bipolar sensing. In addition, it was noticed a high battery consumption on this patient's implantable pulse generator (pacemaker) and device replacement was recommended. Additional information was received indicating that the ra lead was reprogrammed to unipolar pace with bipolar sense, and that the patient was scheduled for a generator change for the accelerated battery depletion. Eventually, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.